Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown t2 screw 5mm fully threaded. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that xray sent to sales rep showed broken t2 screw (5mm fully threaded). Sales rep was advised that the broken screw was 6 weeks post op.